Event description:
The customer contact reported that during preventative maintenance testing at the user facility, unrestricted flow as noted when the slide clamp was in place and the door was closed. The customer noted that the door "was not latching right, if the door was pushed in, the flow would stop or slow up." There were no reports of any adverse events while the device was in clinical use. Though requested, no additional information was provided.

Manufacturer narrative:
The device is expected to be returned for investigation. It has not yet been received. This report represents all the information known by the reporter upon query by hospira personnel.